Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a posterior capsule tear and anterior vitrectomy performed on a patients left eye. Reporter indicated a successful laser treatment was performed during the laser assisted cataract procedure; however, half way through the phacoemulsification portion of the surgery, the surgeon noticed a posterior tear. The doctor completed the phacoemulsification portion and then called for the vitrectomy kit. An anterior chamber intraocular lens (iol) was placed in the eye, and closure of the primary incision with a 10-0 nylon suture. Patient sealed well, but suture used for doctor's peace of mind. The reporter indicated that it felt like the tear happened during hydro dissection or a little after, and stated she did not think the laser had anything to do with the tear. Another manufacturers phacoemulsification unit was in use at the time of the event.

Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. There were no reported system messages or other system issues that would clearly indicate that the laser contributed to the reported event. Attempts were made to obtain additional information, but no images of the optical coherence tomography (oct) scans, system settings, or relevant patient medical information were provided for review. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).